Manufacturer narrative:
Engineering evaluations: although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the microclave assembly is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusions or flushing through small syringes and the adjacent lines are not clamped excessive pressures can occur and results in this type of issue. Detailed analysis of the involved component(s) design attributes, materials, manufacturing and assembly processes and equipment were performed. The continuous improvement teams have identified, validated and qualified several design processing improvements that are expected to address plug protrusions from occurring when high pressures are generated within the fluid circuit. Findings: visual analysis of the "as-received" 011-mc3315 device set confirmed one of the microclave connectors silicone plug was protruded from the body. Although the exact cause(s) of the component condition are unknown, usage/technique appears to have caused and or contributed to this event/issue. The investigation report, photographs and associated data will be provided to the facility/distributor product representatives for their review of the devices intended usage, functions and performance features.

Event description:
Int'l. (B)(6) complaint received reporting component issues with use of one (1) 011-h1836, microclave smallbore bifuse ext set. It was reported that "..the microclave double extension was attached to the patient's hickmna line ..the microclave was accessed by a luer slip syringe for bolus and by syringe infusion set for intermittent infusions. There was no IV activity at the time of finding the problem with the microclave (silicone septum protruding) and neither a syringe nor infusion set was attached at time of finding problem. There was no reported adverse patient consequences. Device return: one (1) used 011-h1836, smallbore bifuse ext set. Although requested, the involved mating devices were not returned for investigation. Visual inspection and analysis of the as-received 011-h1836 device set recorded one of the sets microclave silicone was protruding from the body. The slide clamp on the opposite leg was noted to be engaged, and the microclave connector silicone was set in correct position.